Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to a procedure, a hole was noticed in the packaging lid. The device was not used and will be returned.